Event description:
The facility representative reported a flogard infusion pump with a 49 failure code. The event was reported to have occurred upon power up in the emergency room. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "49 failure code" was confirmed during device evaluation. Service determined that the cause was due to a malfunction in the real time clock. The configuration settings were reset to resolve the issue. Should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.